Manufacturer narrative:
H3 - other: device has not been received to date. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. Every custom device is 200 percent inspected for the angle using the specification drawing. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that trach tube has incorrect curvature. The product was never used. The issue was discovered after comparing the curvature to the other trachs the patient had available. There was no patient involvement and no patient harm/adverse event reported.